Event description:
Same as case manufacturer report# 6000018-2005-00108. Prior to a treatment procedure to place a greenfield vena cava filter, the filter deployed. The filter was not used in the pt, so no pt injuries or complications occurred.